Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6057657. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a phlebotomist used a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder for a blood collection. The phlebotomist placed two fingers under the needle instead of under the barrel as trained and when she removed the needle from the patient, her index finger slipped and she suffered a contaminated needle stick injury. The phlebotomist was sent to infection control where her wound was cleansed and she received post exposure lab work. The source patient also received post exposure lab work. Post exposure prophylaxis was not provided.